Event description:
It was reported by the aci sales professional that a (B)(6) female patient underwent a catheterization procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unknown model). Access was reported as good. Following the procedure the physician who is a trained user of the mynx, selected the mynx cadence vascular closure device 6/7f to close the access site. Allegedly, a hematoma described as the size of a football developed at the access site. The hematoma was resolved with 60 minutes of manual compression. The patient was reported as hospitalized due to the hematoma and released from the hospital the next day ((B)(6) 2012) in a stable condition. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1133405) indicated that the device lot met all established performance criteria prior to shipment.